Event description:
It was reported that the customer's blood glucose (bg) meter gave a false reading (560 mg/dl) when the customer's actual bg was 123 mg/dl. Customer administered a correction bolus of 10 units of insulin due to the false reading. During troubleshooting with tandem customer technical support (cts), contact asked how many carbs should be consumed to prevent bg level from going low. Cts assisted contact with calculation method.

Manufacturer narrative:
Multiple attempts were made to follow up with contact; however, no response was received. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.